Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that one and a half months post implant, the right ventricular (rv) lead was explanted. The rv lead was exhibiting loss of capture, so the physician performed a lead revision. During the procedure, the physician tried to reposition the lead with no success. The rv lead was explanted and a new lead was successfully implanted. The sr also stated that the physician believed the issue to be due to pt anatomy. The rv lead will not be returned for analysis as the lab tech discarded the lead. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.